Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when pulling the suture out of the package, the suture broke. The event occurred in use for patient. The procedure was completed with another device.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted one suture and one needle. The suture was returned broken. Unfortunately, as no sealed samples were returned, a tensile strength test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.